Manufacturer narrative:
Product analysis: analysis was able to confirm the complaint of the stylus misalignment, due to an electrical discontinuity/open. The printed circuit board (pcb) and overlay cable connections were cleaned and re-seated, and the stylus was re-calibrated. Analysis also confirmed the complaint that the media bay door would not stay shut due to a foreign material in the latch receptacle. The latch was cleaned and was then able to function. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was uncalibrated approximately two weeks prior; it was off approximately two centimeters. The user was able to re-calibrate the programmer/stylus successfully. Later, the programmer calibration was off again, the same issue, and the calibration software would not run. Additionally, the floppy disk bay door will not stay shut. The programmer was returned for service. No patient complications have been reported as a result of this event.